Event description:
It was discovered after the completion of a shoulder arthroscopy procedure, using dyonics rf-s cross 50 degree probe with integrated cable, that the tip of the wand was reportedly missing electrode pieces. A post-operative x-ray of the site confirmed that device fragments were inside the pt. The surgical site was irrigated in an effort to retrieve the device fragments, however, the fragments are still inside the pt. The pt is reportedly doing fine post-operatively and there are no plans to re-operate to retrieve the device fragments.

Manufacturer narrative:
The identifying pt and device info were requested but not received.